Manufacturer narrative:
Device failed displacement test (298.9 units remaining on the status screen) followed by a motor error alarm during rewind due to motor encoder signal out of phase. Device received with cracked case at display window corners. Device received with minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was exposed to high magnetic field, MRI, the device alarmed a motor error alarm. Customer was able to clear the alarm but was unable to access any other screen. Customer was unable to rewind the device. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.